Manufacturer narrative:
The device history record was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. There were no changes related to the reported condition found within six months prior to the manufacturing date. The product sample was returned within a generic plastic bag. The sample consisted of one blue adult adapter and it presented signs of use. Visual inspection was performed and it was observed that the blue adult adapter had a crack on the thread pitch area. It can be noted that the issue observed during the sample evaluation does not match with the failure reported by the customer as it was reported as oozing from the y-junction while the sample observation is a crack in the adapter. As per the instruction for use (IFU), it is necessary to perform a visual inspection before operating the device. Do not use the catheter if it is damaged or appears defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, and cuts which could impair its performance. Overtightening catheter connections can crack some adapters. The dwell time of the catheter was not provided, however based on the event description, the defect was noticed during use. 100% of devices are inspected for cracked adapters per procedure and additionally, manufacturing performs 100% leak testing at the final stage of production, which would identify issues in the catheter assembly. Therefore, based on all gathered information, it can be concluded that more likely the device was damaged during the medical procedure. The most probable root cause for the defect encountered on the sample can be a result of overtightening. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. A corrective action is not warranted at this time. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue wiith a dialysis catheter. The customer states that there was blood oozing from the y junction. The catheter was pulled and replaced the following day. The patient recovered without further issues. The sample will be returned for investigation.

Manufacturer narrative:
Submit date: 11/25/2014.an investigation is currently underway. Upon completion, the results will be forwarded.